Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation.

Event description:
Patient reported capsular contracture and "risk of cancer". This record is for an unknown side. The device remains implanted.